Manufacturer narrative:
The t:slim user guide states that the customer must also have adequate vision and/or hearing in order to recognize your t:slim pump alerts. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had multiple cartridges that were leaking out of the white fill port and the pump continued to alarm throughout the day. As the customer was visually impaired, the alarm/message on the pump was unable to be identified. The customer indicated that a family member would be called to help with the pump. The customer's blood glucose (bg) level was 500 mg/dl and a bolus was delivered to address the high bg level.